Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassettes were reported. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from the red (heater) main line during use of the homechoice cassettes, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice devices experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarms. This occurred during use of the devices for peritoneal dialysis therapy. During the troubleshooting, it was reported that there a leak from the red (heater) main line of the homechoice cassette which led to the alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.